Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy the shaver button worked by turning the rotation on and off, then it stopped calling. The cabinet fixture was tested with the shaver from the first surgery and it worked, this showed that the problem was with the handpiece since the foot worked. The procedure was completed with a back up device and no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.